Event description:
It was reported the patient presented in clinic due to shocks. Upon interrogation it was noted the shocks were inappropriate due to an incorrect interpretation of signals which was due to the programmed settings on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.